Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir had leak at past second o-ring. Customer stated that they had high blood glucose of 370mg/dl. Customer's current blood glucose was 140mg/dl. Product will be return for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles and no leaks when plunger was disconnected from reservoir, performed manual test and found plunger easy to release from stopper-plunger.